Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
It was reported that, "scrub had difficulty loading aria implant onto the aria inserter. Discovered that the inserter had deformed the threads on the implant, making it impossible to load properly."